Event description:
It was reported that pump displayed a minimum fill notification while customer was attempting to load cartridge, despite having sufficient usable insulin. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pump area, removed pump from case, and tried reloading same and then new cartridge without success, case was escalated and pump replacement was approved, but customer later reported cartridge was accepted and chose to keep current pump, instead requesting and receiving replacement cartridges as a goodwill order.